Event description:
On (B)(6) 2019 , implantation of the iol with model 255 (sn: (B)(6), diopter: +18.00d) in the left eye of the patient on (B)(6) 2019 during the follow up visit doctor confirmed inflammation and referred the patient to a different doctor on (B)(6) 2019 the new doctor performed "postoperative slit lamp examination by physician" and vitrectomy was conducted . Iol was extracted from the patients eye and observed that the visual acuity (va) was reduced from 1.2. Irrigation of the eye is performed using drop and drip infusion with vancomycin and mobenzocin. (B)(6) 2019: intravenous drip of tienam were performed at morning and evening. Patient outcome: (B)(6) 2019: the inflammation was resolved. Visual acuity of the left eye recovered to 1.2.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report, in their respective fields. The device was not returned to the manufacturer. Therefore, the product investigation consisted of: a review of production and manufacturing records and historical trending data; received additional patient information from the doctor on a post-operative information summary (pois) form; a review of the investigation and pois. The results of the investigation are noted below: no product was returned for investigation. According to the complaint report, the inflammation was found 2 days after surgery. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255). There were not any abnormalities on the sterilization records of the lot.(an616). Instructions for use (IFU) document # pkg-17-051 rev.00, i51-09-86.04_japanese_255, precautions for use, other adverse events includes endophthalmitis. Expert reviewer report summary: the patient was first seen day 1 after surgery. Inflammation was reported by the patient on day 2 after surgery and the inflammation was confirmed by the doctor. The inflammation was resolved on (B)(6) 2019 and the visual acuity of the treated eye returned to 1.2. Culture of intraocular fluid was performed, although not clear as to which fluid and when the culturing was done, and pseudomonas aeruginosa was isolated. Assessment: based on the onset time, the signs of inflammation, and the culture results, I agree with the doctor that this is a case of infectious endophthalmitis caused by pseudomonas aeruginosa. P. Aeruginosa is often found in contaminated water and a common cause of infection in a health care setting. The hoya lens is not believed to be responsible as it was supplied sterile. Medical monitor agreed to the expert reviewer's assessment and conclusion. Exact root cause is not determined. From our investigation, we assume this event was not caused by our product quality. Risk analysis: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time; no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. The following fields are pending for completion until additional information becomes available: expiration date and manufacture date . (B)(4). Once the additional information is received, and/or the product investigation is completed, follow-up report(s) will be submitted to FDA with the additional information.

Event description:
On (B)(6) 2019 , implantation of the iol with model 255 (sn: (B)(4), diopter: +18.00d) in the left eye of the patient. On (B)(6) 2019 during the follow up visit doctor confirmed inflammation and referred the patient to a different doctor. On (B)(6) 2019 the new doctor performed "postoperative slit lamp examination by physician" and vitrectomy was conducted. Iol was extracted from the patients eye and observed that the visual acuity (va) was reduced to 1.2. Irrigation of the eye is performed using drop and drip infusion with vancomycin and mobenzocin. (B)(6) 2019: intravenous drip of tienam were performed at morning and evening. Patient outcome: (B)(6) 2019: the inflammation was resolved. Visual acuity of the left eye recovered to 1.2.